Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to two other devices. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. On (B)(6) 2013, at approximately 3:50pm, the patient claimed she developed symptoms of feeling ¿shaky, sweaty and disoriented¿. In response to the symptoms she tested with the subject meter and obtained a result of ¿89 mg/dl¿. The patient claimed she tested with two other devices and obtained readings of ¿88 mg/dl¿ with another ot verioiq meter and ¿65 mg/dl¿ on a ot vita meter, performed within a few minutes of each other. Based on statistical methodology, the calculated difference between the blood glucose readings does not exceed the expected value of less than or equal to 30 mg/dl. In response to the symptoms, the patient stated she treated herself with one glucose tablet and confirmed feeling better afterwards. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin) and insulin. The patient stated that she takes a set dose of levemir insulin and also takes humalog insulin (adjusted based on blood glucose results). The patient reported that she only administers humalog insulin if her blood glucose is greater than 100 mg/dl. Prior to onset of symptoms, the patient reported that she had last tested her blood glucose before lunch and obtained a result of ¿108 mg/dl¿ with the subject meter. The patient did not recall time test was taken. During the follow-up call, the patient informed the csr that her blood glucose results at that time of the day are normally between ¿85 and 95 mg/dl¿ and usually does not take insulin. However, in response to the ¿108 mg/dl¿ reading, the patient stated she took 1 bread unit of humalog. The patient denied any changes to her diet or activity level prior to onset of symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.